Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown amount of colony forming units (cfus) micrococci and two other unknown germs. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no microbiological contamination detected. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: air / water channel. Cfu: 1cfu/ml. Bacterial identification: micrococcus luteus. Sampling from: auxiliary channel. Cfu: 1cfu/ml. Bacterial identification: micrococcus luteus. The device was evaluated where additional potential adverse event was confirmed, it was found that the light guide lens (lg lens) had foreign objects. There were deformations and cracks on side and center of the c-cover (plastic distal end cover), there was high possibility that moisture, difficult to be removed remained on the glue surface between the c-body and the c-cover. Additionally, the iron oxide that flowed out of c-body was exposed from lg-lens glue and turned into brown foreign material. However, there was no information to support our presumption because the subject device was not disassembled at sbc. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.